Event description:
It was reported that the customer received a button error alarm on the insulin pump. Customer's blood glucose was 537 mg/dl, which customer treated with manual injection. Customer stated she had issues with number ramping up on their own with no input. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, and a stained end cap sticker.